Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer¿s blood glucose level was 212 mg/dl. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.